Event description:
A male patient of unknown age was admitted for an acute myocardial infarction with cardiogenic shock. An impella cp was inserted. After several days of support, a "purge pressure low" alarm occurred. The purge cassette was replaced, but the problem persisted. After five days of support, the alarm resolved without further measures. After 11 days of support, the patient was successfully weaned and the impella cp was removed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.